Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Based on the information available, the reported unchanged mr was due to increased tethering associated with left ventricular enlargement and due to the worsening heart failure, which was in turn associated with a urinary tract infection (patient¿s preexisting condition). The reported hospitalization was a result of case-specific circumstances as the patient presented with heart failure and was hospitalized. The reported patient effects of worsening mitral regurgitation and worsening heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report that after the initial procedure, the patient presented with heart failure. It was reported that the first mitraclip procedure was performed on (B)(6) 2019 to treat functional mitral regurgitation (mr) with a grade of 4. Two clips deployed successfully, and the mr grade was reduced to 1-2. On (B)(6) 2019, the patient presented with heart failure. The heart failure may be due to difficulties in controlling drug treatment before receiving mitraclip treatment. At the time of readmission, transthoracic echocardiography (tte) confirmed mr grade of 2 due to heart failure associated with urinary tract infection. Treatment was performed to treat infection. The clips remained stable on both leaflets. There is no device-related complication. No additional information was provided.